Manufacturer narrative:
Correction: (B)(6).

Event description:
It was reported that the patient presented for right ventricular (rv) lead revision due to involvement in vehicle accident which impacted patient's rv lead. Prior to the procedure, before pocket opening, it was noted that the rv lead exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.